Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve deployment was attempted mul tiple times but each resulted in recapture. Atrio-ventricular block was noted. Following the final recapture of the valve, the valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. No additional adverse patient effects were reported. Additional information was received which confirmed that the first attempted valve and dcs were withdrawn due to exceeding the number of recaptures. The second attempted valve was successfully implanted; however, a conduction disturbance occurred following implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Corrected data: d1. D4. D6a. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted 13 days later due to the severe conduction disturbance.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012178221); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve deployment was attempted mul tiple times but each resulted in recapture. Atrio-ventricular block was noted. Following the final recapture of the valve, the valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. No additional adverse patient effects were reported.